Event description:
Procedure: hernia. According to the reporter: had a patient have a post-op infection after incarcerated hernia repair. Surgery was in 2008. Patient returned to surgery approx two months later, for partial wound debridement and closure.